Event description:
It was reported that this right ventricular lead was explanted due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received, this right ventricular (rv) lead had fractured. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.